Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing difficulty with speech, intermittent stuttering, and a fluttering in their chest. It was suspected that the patient was experiencing stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.